Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the plastic cable guides were broken off from over torquing door winch when opening manually. The representative replaced the cable guides. The representative also replaced the door winch and lower door cap at the customers request. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, while setting up for the case, the belt from the table got caught in the gantry as it was closing. The site had to use manual opening procedure to get the door to open. It was noted through troubleshooting that the gantry did not consistently received the "door closed" message. Upon the site trying to use it, the rotor did not appear to move into position to begin the spin and therefore could not used. The site was able to complete the case with just the use of navigation. Medtronic imaging was aborted. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Analysis on the door winch resulted in a physical damage failure found through visual/physical examination. Visual inspection shows the cable on the winch motor that opens and closes the gantry door is damaged. Cable is kinked, fraying and crushed in certain areas of the cable. Physically damaged cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.